Event description:
Line with yellow clamp will not flush. Manufacturer response for trifurcated swan-lock extension set with filter and swan lock extension set with filter, codan (per site reporter): email to representative.